Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02/28/2019. The service engineer (se) inspected the device. The se confirmed the reported issue. And replaced the touchscreen. The ventilator passed all testing.

Event description:
It was reported that the ventilators touchscreen was not working and would not calibrate. No patient involvement. Event date not specified; estimate used.